Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 119 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.